Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose level of 400 mg/dl. They treated with the insulin pump. The customer¿s current blood glucose level was 395 mg/dl. Troubleshooting was performed. There was no indication of a malfunction from the insulin pump. It was noted that the customer called back within the day to perform the basic occlusion test. The insulin pump passed the basic occlusion test. The device will not be returned for analysis.